Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis and loosening of the femur and tibial tray at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. Poly wear of the insert and patella was also reported.